Manufacturer narrative:
This product is being evaluation in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At the replacement procedure, device interrogation was attempted; however, an error screen appeared on the programmer screen. Programmer restart was performed and device interrogation was unsuccessful. A boston scientific sales representative communicated that the programmer had been updated with the most recent software revision. A new wand was utilized and interrogation was successful. Additional information was received confirming the software update had failed. A boston scientific technical services consultant documented and discussed the reported clinical observations. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. At the replacement procedure, device interrogation was attempted; however, an error screen appeared on the programmer screen. Programmer restart was performed and device interrogation was unsuccessful. A boston scientific sales representative communicated that the programmer had been updated with the most recent software revision. A new wand was utilized and interrogation was successful. Additional information was received confirming the software update had failed. A boston scientific technical services consultant documented and discussed the reported clinical observations. The device was explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.